Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.